Event description:
It is reported that the patient underwent the first stage of a two-stage knee revision due to infection.

Manufacturer narrative:
This report will be amended when our investigation is complete.